Manufacturer narrative:
The customer reported that the org is getting signal loss on 6 transmitters that are attached to it. The customer later called in saying that they replaced a transmitter on the org with an older model and they were able to recover the signal on all the affected telemetry. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org is getting signal loss on 6 transmitters that are attached to it.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the org is getting signal loss on 6 transmitters that are attached to it. The customer later called in saying that they replaced a transmitter on the org with an older model and they were able to recover the signal on all the affected telemetry. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.